Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the access 2 instrument. The customer indicated that they obtained elevated accu tni results from three (3) patient samples. However, results from only one (1) patient were provided. The inital result for patient 1 was 6.09ng/ml. The result was reported out of the lab. On the next day, the original sample was re-tested for accu tni and the repeated result was 0.02ng/ml. The patient was hospitalized and monitored following the elevated result. Customer is not aware if any treatment resulted due to this event. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
System check performed in 2007 passed. Qc was within specifications on the date of the event. The specimen was collected into greiner vacuette, serum tube and centrifuged at 4,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which partially failed specifications. The fse then replaced an incubator belt bearing and performed a major preventive maintenance (pm) the fse conducted a system check which passed within specifications. The fse verified repair per established procedures. Hardware issues, addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.